Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
Please refer to update statement dated (B)(6) 2014 . No further follow up is planned. Evaluation summary: a patient reported that her humapen luxura hd device had a needle clog. The patient experienced hyperglycemia and ketoacidosis. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. There is evidence of improper use. The patient reuses needles. This may be relevant to the complaint of hyperglycemia and clogged needle.

Event description:
Case number: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to ask for a visit of the nutritionist from the patient support program, concerns a (B)(6) old female patient of unknown origin. The patient did not have medical history nor used concomitant medications. The patient received insulin lispro (humalog lispro) cartridge, unknown dose, indication for use, three times daily, in the morning, before lunch and before dinner, subcutaneously (in belly and legs), beginning of unspecified date. The patient also received human insulin nph (unknown manufacturer) cartridge, unknown dose, indication for use, four times daily, in the morning, before lunch, before dinner and before sleep, subcutaneously (in belly and legs), beginning on unspecified date. Patient used the humapen luxura burgundy and humapen luxura half-dose to injected insulin lispro and human insulin nph, however, it was unknown which device was used to inject each insulin. On undisclosed date, unknown time after beginning insulin lispro and human insulin nph via humapen luxura burgundy and humapen luxura half-dose, the patient got flu. On (B)(6) 2014 at night, the patient felt unwell described as vomiting, chest pain and shortness of breath. The consumer reporter believed the patient had pneumonia and the events of vomiting, chest pain and shortness of breath could be due to the previous flu presented by the patient. Information regarding corrective treatments and outcome of events was not provided. On unknown date, the humapen luxura burgundy (batch number 1306b02/pc 2956796) was leaking and the needle of humapen luxura half-dose (batch reported as 194296a) was clogged. Due to issues with devices, the patient did not receive any of the insulins. Due to that, in the dawn of (B)(6) 2014, the patient was hospitalized because her glycemia was 460 (unit and range were not provided) and ketoacidosis. Due to unknown reason she was moved to the intensive care unit and her heart rates were 120 (unit were not provided). As corrective treatment, the patient received saline and unspecified insulin intravenously. The patient underwent a thorax x-ray and urine test (both results were not provided) and also a blood test, which results showed alteration in the glycemia (values not provided). During the hospitalization the patient lost two kilos. It was unknown if the patient received corrective treatments, but she recovered from the weight loss. The patient was discharged on (B)(6) 2014. The humapen luxura burgundy (batch number c227167) was discarded. The patient replaced the clogged needle of humapen luxura half-dose (batch 194296a), after that, it was stated the human insulin nph was received only via this device. The insulin lispro was being injected via syringe. As of (B)(6) 2014, the patient continued to present high glycemia periodically. The outcome of remaining events were not provided. The status of insulin lispro and human insulin nph was not provided. It was unknown if was the patient who operated the devices and was unknown if the patient was trained. The device models and the reported devices had been used since on unknown date. The devices were not returned. The consumer reporter did not provide a relatedness opinion between the events and insulin lispro and human insulin nph, however it was stated the events were related with the reuse of devices needles. Update (B)(6) 2014: additional information received on (B)(6) 2014 and also (B)(6) 2014 by the same initial reporter via call center call. The following information was received: batch number of both devices pen; devices pen were added as suspected; serious event of ketoacidosis was added and removed serious event of hypoglycemia after clarification of hospitalization reason. Narrative and corresponding fields were updated accordingly. Edit (B)(6) 2014: upon internal review on information received on (B)(6) 2014, corrected information about which insulin was used via each device and amended information about the use of these devices. Narrative and corresponding fields were updated accordingly. Update (B)(6) 2014. Additional information received (B)(6) 2014 from the global product complaint system. To device page changed the lot number and updated the narrative accordingly. Update (B)(6) 2014: upon review of this case on (B)(6) 2014, the case was opened to update the medwatch fields for reporting. Update (B)(6) 2014. Information received on (B)(6) 2014 from call center was not added any relevant information in the case. Update (B)(6) 2014: additional information received on (B)(6) 2014 from the global product complaint database added the device specific safety summary for both devices; added the manufactured date for the humapen luxura burgundy; updated the improper use and storage for the humapen luxura burgundy to yes; updated the medwatch and EU/ca fields; and updated the narrative.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to ask for a visit of the nutritionist from the patient support program, concerns a (B)(6) female patient of unknown origin. The patient did not have medical history nor used concomitant medications. The patient received insulin lispro (humalog lispro) cartridge, unknown dose, indication for use, three times daily, in the morning, before lunch and before dinner, subcutaneously (in belly and legs), beginning of unspecified date. The patient also received human insulin nph (unknown manufacturer) cartridge, unknown dose, indication for use, four times daily, in the morning, before lunch, before dinner and before sleep, subcutaneously (in belly and legs), beginning on unspecified date. Patient used the humapen luxura burgundy and humapen luxura half-dose to injected insulin lispro and human insulin nph, however, it was unknown which device was used to inject each insulin. On undisclosed date, unknown time after beginning insulin lispro and human insulin nph via humapen luxura burgundy and humapen luxura half-dose, the patient got flu. On (B)(6) 2014 at night, the patient felt unwell described as vomiting, chest pain and shortness of breath. The consumer reporter believed the patient had pneumonia and the events of vomiting, chest pain and shortness of breath could be due to the previous flu presented by the patient. Information regarding corrective treatments and outcome of events was not provided. On unknown date, the humapen luxura burgundy (batch number 1306b02/pc 2956796) was leaking and the needle of humapen luxura half-dose (batch reported as 194296a) was clogged. Due to issues with devices, the patient did not receive any of the insulins. Due to that, in the dawn of (B)(6) 2014, the patient was hospitalized because her glycemia was 460 (unit and range were not provided) and ketoacidosis. Due to unknown reason she was moved to the intensive care unit and her heart rates were 120 (unit were not provided). As corrective treatment, the patient received saline and unspecified insulin intravenously. The patient underwent a thorax x-ray and urine test (both results were not provided) and also a blood test, which results showed alteration in the glycemia (values not provided). During the hospitalization the patient lost two kilos. It was unknown if the patient received corrective treatments, but she recovered from the weight loss. The patient was discharged on (B)(6) 2014. The humapen luxura burgundy (batch number c227167) was discarded. The patient replaced the clogged needle of humapen luxura half-dose (batch 194296a), after that, it was stated the human insulin nph was received only via this device. The insulin lispro was being injected via syringe. As of (B)(6) 2014, the patient continued to present high glycemia periodically. The outcome of remaining events were not provided. The status of insulin lispro and human insulin nph was not provided. It was unknown if was the patient who operated the devices and was unknown if the patient was trained. The device models and the reported devices had been used since on unknown date. Since both devices were not being returned, evaluation for a malfunction is not possible. The consumer reporter did not provide a relatedness opinion between the events and insulin lispro and human insulin nph, however it was stated the events were related with the reuse of devices needles. Update (B)(6) 2014: additional information received on (B)(6) 2014 and also (B)(6) 2014 by the same initial reporter via call center call. The following information was received: batch number of both devices pen; devices pen were added as suspected; serious event of ketoacidosis was added and removed serious event of hypoglycemia after clarification of hospitalization reason. Narrative and corresponding fields were updated accordingly. Edit (B)(4) 2014: upon internal review on information received on (B)(4) 2014, corrected information about which insulin was used via each device and amended information about the use of these devices. Narrative and corresponding fields were updated accordingly. Update (B)(4) 2014. Additional information received (B)(4) 2014 from the global product complaint system. To device page changed the lot number and updated the narrative accordingly. Update (B)(4) 2014: upon review of this case on (B)(4) 2014, the case was opened to update the medwatch fields for reporting.